Manufacturer narrative:
Medela customer service was unable to restore suction over the phone. A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(6) 2016. Therefore, no conclusion can be made as to the cause of the event. On (B)(6) 2016, the customer emailed that she has finished a course of antibiotics and she is feeling better. Her mastitis infection is resolved. She has received the new pump, but has not opened it yet. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer called medela customer service and stated her freestyle breast pump had low suction. Her doctor diagnosed her with a mastitis infection and prescribed the antibiotic bactrim.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/09/2019 and it passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed.